Event description:
Phlebotomist was getting ready to draw blood. Attached the needle to the hub, inserted needle and went to add tube for drawing and the needle seemed to shoot out of the end of the holder, at the same time the safety device fell off. Another phlebotomist was attaching needle to holder and the needle device broke in two pieces, where the green and white meet. Manufacturer response for collection needle, eclipse (per site reporter).